Event description:
The patient reported that subsequent to the implant of a protegen sling, they experienced abdominal pain, vaginal discharge and discomfort, infection and other complications. The patient reported the device was removed. The device was not available for evaluation. The company's directions for use outline as potential complications: "infection."